Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545

Event description:
It was reported that patient faced that tape not sticking event on 22-feb-2026 and the cause of the product not adhering due to sweat.